Event description:
It was reported that an unknown surgery (l1/l2/l3) was performed on (B)(6) 2022 with the verse fenestrated system. After the surgery, adjacent intervertebral disorder was confirmed. On (B)(6) 2024, extension surgery to l4 was performed. In the surgery, the set screw and rod were removed. The surgery was completed successfully with a 30-minute delay. The patient outcome was reported to be stable. This report involves one unk - rods: expedium verse. This is report 2 of 2 for (B)(4). This report is related to (B)(4), which reports the screw breakage and difficult of removing the screw in the second surgery. This report captures the adjacent intervertebral disorders that occurred after the initial surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown rods: expedium verse/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.